Event description:
It was reported that patient was hospitalized for their low blood glucose. Customer stated the fill cannula comes up on the insulin pump and as a result it stopped giving basal rate and had high blood glucose. Customer stated that she was driving last (B)(6) 2015 and crashed. Customer stated the doctors were unsure if the accident was caused by low blood glucose. Customer's blood glucose was 37 mg/dl. Troubleshooting was done. The customer was assisted to perform self test and the insulin pump passed. The customer was advised to monitor the insulin pump and to speak with healthcare provider regarding the low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.